Event description:
It was reported that the patient experienced stimulation in the wrong location. It was stated that stimulation had moved from the vaginal to the rectal area in the past week. The patient tried to adjust stimulation, but it did not change the location. The patient denied any recent trauma or falls related to the event. It was noted that the patient's doctor moved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v732559, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).